Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. Interaction and/or inadvertent mishandling of the compromised device possibly caused/contributed to the reported material deformation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Correction: g4 - PMA/510(k) # - updated

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI number is not known as the part and lot number were not provided. B3: estimated date.

Event description:
It was reported in a general comment that the bmw guide wire (gw) loses hydrophilicity after 30 minutes of use in complex procedures. It was specified that the gw becomes deformed and sticks to and an unspecified catheter. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.